Event description:
It was reported that the customer had a beep anomaly on the insulin pump. Customer's blood glucose level was 101 mg/dl. Customer stated that the pump repeats tones on all kinds of alerts and always happens right after receiving the first set of beeps. Customer was assisted in performing the self test. Pump passed. Customer does not feel comfortable using the pump. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. No audio anomaly was noted. The insulin pump had a cracked reservoir tube lip.